Event description:
It was reported that during a coronary artery bypass graft procedure the pacing wire would not stay in the myocardiom because the anchoring device would not hold. There were no adverse consequences to the pt.